Event description:
It was reported that, "the patient had a (B)(6) knee implant. Dr (B)(6) revised patients pca knee for pain. It was loose. He used a triathlon ts. He was satisfied.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat number unk, lot number unk description: pca tiba. Catalog number unk, lot number unk description: pca insert. Catalog number unk, lot number unk description: pca patella.